Event description:
Patient reported part of vios aerosol is missing so medication leaking, not sure what is missing or broken. Patient did not report missed dose or adverse event. Unknown if product is available for return. Patient did not report any additional information. Diagnosis for use: severe persistent asthma, uncomplicated.